Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and cholelithiasis ('gallbladder stone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced irritable bowel syndrome ("ibs") and cholelithiasis (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, irritable bowel syndrome and cholelithiasis outcome was unknown. The reporter considered cholelithiasis, irritable bowel syndrome and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :cholelithiasis, irritable bowel syndrome and medical device removal. Most recent follow-up information incorporated above includes: on 21-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and cholelithiasis ('gallbladder stone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced irritable bowel syndrome ("ibs") and cholelithiasis (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, irritable bowel syndrome and cholelithiasis outcome was unknown. The reporter considered cholelithiasis, irritable bowel syndrome and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :cholelithiasis, irritable bowel syndrome and medical device removal. Amendment: the report was amended for the following reason: ppc added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cholelithiasis ('gallbladder stone') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis (seriousness criterion hospitalization), irritable bowel syndrome ("ibs"), migraine ("migraine"), fatigue ("chronic fatigue"), nausea ("nausea"), pain in extremity ("leg pain"), numbness ("pelvic legs numbness"), alopecia ("hair loss"), psoriasis ("psoriasis all over body"), dyspareunia ("painful sex/stopped having sex due to pain"), menorrhagia ("bleeding for months non stop heavy clots"), arthralgia ("joint pain"), vulvovaginal pain ("sharp stabbing pain in vaginal area"), incontinence ("incontinence"), anal spasm ("anus spasm"), breast discharge ("breast leaking"), deafness unilateral ("permanent loss of hearing one ear"), numbness in leg ("loss feeling in right leg"), herpes zoster ("shingles"), staphylococcal infection ("kept getting staph infection inside and out"), nervous system disorder ("neuro problems"), headache ("headache"), cerebrovascular accident ("stroke symptoms ") and vision blurred ("blurred vision") and underwent mastoidectomy ("4 surgeries- right- mastoidectomy") and tympanoplasty ("tympanoplasty"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, cholelithiasis, irritable bowel syndrome, migraine, fatigue, nausea, pain in extremity, numbness, alopecia, psoriasis, dyspareunia, menorrhagia, arthralgia, vulvovaginal pain, incontinence, anal spasm, breast discharge, deafness unilateral, mastoidectomy, tympanoplasty, numbness in leg, herpes zoster, staphylococcal infection, nervous system disorder, headache, cerebrovascular accident and vision blurred outcome was unknown. The reporter considered alopecia, anal spasm, arthralgia, breast discharge, cerebrovascular accident, cholelithiasis, deafness unilateral, dyspareunia, fatigue, headache, herpes zoster, incontinence, irritable bowel syndrome, mastoidectomy, menorrhagia, migraine, nausea, nervous system disorder, numbness, pain in extremity, pelvic pain, psoriasis, staphylococcal infection, tympanoplasty, vision blurred, vulvovaginal pain and numbness in leg to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received - event of medical device removal replaced with new event of pelvic pain. New events added - alopecia, anal spasm, arthralgia, breast discharge, deafness unilateral, dyspareunia, fatigue, incontinence, mastoidectomy, menorrhagia, migraine, nausea, numbness, pain in extremity, psoriasis, tympanoplasty, vulvovaginal pain, numbness in leg, blurred vision on 23-mar-2020: no new information was received on 23-mar-2020: social media received. New event shingles was added. New reporter was added. On 23-mar-2020: social media received. New event staph infection was added. New reporter was added. On 23-mar-2020: social media: new reporter and event neuro problems, headache,stroke symptoms added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and cholelithiasis ('gallbladder stone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced irritable bowel syndrome ("ibs") and cholelithiasis (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy). At the time of the report, the irritable bowel syndrome and cholelithiasis outcome was unknown. The reporter considered cholelithiasis, irritable bowel syndrome and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: cholelithiasis, irritable bowel syndrome and medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.